Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit and weak battery on the insulin pump. The customer's blood glucose level was 395 mg/dl. The customer stated that insulin pump alarm after battery charge. The customer was assisted with reprograming time and date. The customer was referred to healthcare provider to check settings. The customer was instructed to clear the "weak battery" alarm with esc/act. The customer was advised to always use new battery. The patient was advised to monitor insulin pump and call back if issues persist or recur. The customer also reported that she had a high blood glucose but not hospitalized. The customer's blood glucose level was 428 mg/dl. The customer stated that she has had an infection and will be having c-scan. The patient contacted their healthcare provider for high blood glucose and stated that they have a back up plan. The customer was treated with bolused, but has been on manual injections for past few weeks in place of insulin pump.